Event description:
After changing to bolus programming in (B)(6) 2010, the patient experienced tightness and headaches in (B)(6) 2010. In (B)(6) (year not reported), the patient underwent a dye test; after the dye test the patient "felt better". About 3 months after the pump was refilled, the patient experienced tightness. The tightness again occurred as time approached the refill date. This occurred multiple times. A return of patient symptoms and seizures were also noted. The patient has a shunt. The headaches were returning, so the shunt was checked and once that was clear, the tightness seemed to resolve. Per the reporter, the patient seemed to do better on continuous drug dosing, whereas now she received boluses every 4 hours. A week prior to (B)(6) 2012, the patient underwent a dye study and everything looked fine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2010-(B)(6), explanted: unk.

Event description:
Additional information: per the hcp reporter, the patient experienced intermittent headaches. The pump was programmed to deliver compounded baclofen 2000 mcg/ml at 392.9 mcg/day. The cause of the event was described as "issues related to positioning of catheter"; there were possible "level adhesions and adequacy of drug administration". The catheter issue was located at the distal (spinal) segment. It was believed the patient's symptoms may have improved if a catheter could be fed higher up than the current level. Catheter replacement surgery was attempted on (B)(6) 2011, however there was significant obstruction at the t11 region. The old catheter was left in place as it was believed that it was not obstructed and was delivering medication adequately. The patient outcome was reported as recovered without sequelae.